Event description:
It was reported that revision surgery was performed due to dislocation.

Event description:
It was reported that revision surgery was performed due to hip instability and metallosis.

Manufacturer narrative:
Additional narrative: the bhr acetabular cup is us FDA approved for use only with a bhr resurfacing femoral head. However, it must be noted that the devices utilised in this case were implanted in an off-label application in the USA, as the hemi-head (large diameter cocr femoral head) implanted is only approved for use in the USA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (such as a bhr acetabular cup).